Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm and motor error. No delivery alarm troubleshooting was performed. The customer's blood glucose was 214 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by changing the infusion set and reservoir. The customer did not have the products to return. The customer mentioned that their most recent blood glucose was 48 mg/dl and was 193 mg/dl during the call. The customer treated the low with juice and food. Troubleshooting for the low and high blood glucose were declined. The customer was assisted with motor error troubleshooting. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete rewind but the alarm history contained more than one motor error alarm within a 30 day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.